Event description:
It was reported that during a follow-up, lead dislodgement was observed. The lead was explanted and replaced. Patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.